Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was ok and there were no alarms. Quality controls were outside of the customer's expected ranges. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t stat gen. 5 assay on a cobas 6000 e 601 module. The sample initially resulted in a troponin t value of 38 ng/l and this value was reported outside of the laboratory. The value was questioned based on results obtained with a second sample collected from the patient. The sample was repeated twice, resulting in values of 8 ng/l and < 6 ng/l with a data flag. The customer believed the < 6 ng/l value to be correct since the sample repeated again as < 6 ng/l. The troponin t reagent lot number was 63480601, with an expiration date of 30-sep-2023.

Manufacturer narrative:
The field service engineer could not determine a cause. The measuring cells were replaced and preventive maintenance was performed. Performance testing was successful. The customer ran calibrations and controls.